Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen tibial component stemmed precoat, cat#: 00598002701 lot#: 61667549; nexgen stem extension straight 13mm dia x 100mm length, cat#: 00598801013 lot#: 62242952; nexgen stem extension straight 14mm dia x 100mm length, cat#: 00598801014 lot#: 62242981; nexgen femoral component option size c left, cat#: 00599401391 lot#: 60428636. Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00411, 0002648920-2017-00412, 0002648920-2017-00413, 0001822565-2017-04501, 0001822565-2017-04502.product location unknown

Event description:
It has been reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.